Event description:
The nims 6.0mm trivantage emg endotracheal tube failed to stay inflated during procedure. Anesthesiologist had to continually add air to cuff to ensure adequate ventilation due to air leak. Entire lot was removed from the shelfing unit. Procedure was able to be completed without any incident.